Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h4.

Event description:
It was observed that during the device evaluation that the subject device had a foreign material in air water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material in the air water tube and cylinder could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.